Event description:
The information received indicated that the balloon was inflated to 2atm and it ruptured at that point. Once the balloon was positioned correctly in the vessel, it was noticed that they were having a difficult time getting the maxi to even inflate to nominal pressure. The balloon never got above 2atm. The balloon was removed and the rupture was confirmed. The physician pulled an 18mm balloon and the procedure was continued with no adverse affects to the patient. The target lesion was the right iliac vein. The lesion was not calcified and there was no vessel tortuosity. The lesion was not a chronic total occlusion (cto). There was no difficulty when removing the balloon from the packaging. There were no kinks or damage was noted before the balloon was advanced in to the patient. The balloon prepped normally. There was no resistance or difficulty was experienced while advancing the balloon. There was no resistance or difficulty was experienced while advancing the balloon through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon catheter did not kink while being used.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to the right iliac vein the balloon was reported to have ruptured at 2 atmospheres. The lesion was not calcified and there was no vessel tortuosity. There was no reported patient injury. There was no difficulty when removing the balloon from the packaging. There were no kinks or damage was noted before the balloon was advanced in the patient. The balloon prepped normally. There was no resistance or difficulty was experienced while advancing the balloon through the vessel or while crossing the lesion. The catheter was not in an acute bend and did not kink while being used. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15274277 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.